Manufacturer narrative:
Manufacturing review: a lot history review, a device history record (DHR) review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp device with groshong catheter in two segments was returned for evaluation. The port septum showed multiple insertion sites and catheter showed partially circumferential I-crack between the 14/15 cm depth markings and a circumferential crease mark at the equivalent of the 1.3 cm depth, in addition to a circumferential break between 15/16 cm depth markings. Functional and dimensional evaluations were performed. The investigation is confirmed for catheter break, as the circumferential break cite showed matching break ends and leaking happened at the location of break despite catheter and port being patent. Although a definitive root cause could not be determined, catheter embrittlement due to chemical degradation, catheter flexural fatigue during routine use or tearing at stem tip could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately five years post port placement, the catheter allegedly fractured with migration of the distal catheter segment into to the inferior vena cava. Reportedly, an additional intervention was required to remove the migrated distal catheter segment. The patient was reported to be in the stable condition.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the catheter allegedly fractured. It was further reported that the catheter had allegedly migrated to the inferior vena cava.